Manufacturer narrative:
(B)(4). Initial report. (B)(6). Product location is currently unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient has presented for revision of a copeland shoulder, which was implanted in another hospital by another surgeon.

Event description:
It was reported, that the patient has presented for revision of a copeland shoulder. Which was implanted in another hospital, by another surgeon.

Manufacturer narrative:
Cmp- (B)(4). This final report is being submitted, to relay additional information. Complaint summary: as the product has not been received. The investigation was limited to the information provided. In addition, we have not been provided with x-rays or any supporting documentation, which could provide additional information. A review of the manufacturing history records could not be performed, as item number and lot number is unknown. A review of the complaint database could not be performed, as item number and lot number is unknown. Without the opportunity to examine the complaint product, root cause cannot be determined, due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. If any further information is found, which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: item not returned to manufacturer.